Event description:
It was reported that the procedure was to treat a bypass graft in the distal peroneal artery. The 2.0 x 20 mm armada 14 balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The armada 14 was advanced without issue and started to be inflated; however, when the inflation began, the balloon would not hold pressure and a leak was suspected. The armada 14 was inspected on the back table and blood was noted in the balloon lumen. The balloon was inflated on the table and contrast was seen spraying from the connection of the proximal balloon and the shaft. A non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation issue and leak were confirmed as there was a rupture in the balloon. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.